Event description:
Information was received indicating that the gauge stopped working on a smiths medical pneupac¿ parapac plus. There were no reported adverse patient effects.

Manufacturer narrative:
Device evaluation: one pneupac ventilator was received for evaluation in good condition. The device history record was reviewed and noted no issues. The device was tested by connecting 50 psi air and connecting a patient circuit to unit. The device was powered up without issue. The patient circuit was then occluded and the pressure gauge function was checked. It was determined the gauge functioned as designed. Based on the investigation and testing, the complaint allegation was not confirmed. No fault was found with the device.